Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the reported ¿green image¿ and traced it back to a defective r-unit. Thus, the reported incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that a video telescope was returned for repair showing a green image. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.